Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemptionnumber e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 18/apr/2019 and inspection of the unit was performed on 23/apr/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, bending rubber pinhole, failed wet leak test, lightguide prong cover glass set loose, failed dry leak test, light carrying bundle distal cover glass middle chipped, fluid invasion not observed in pve connector, fluid invasion not observed in control body, bending rubber leak at middle section . Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts and returned to the customer. Parts replaced: lcb distal cover, bending rubber, o-rings and seals, deflector body link, dital case/cap.